Event description:
It was reported that the patient was not clear on the instructions for setup of the purewick urine collection system and was unable to determine whether it was set up correctly. The liberator medical service follow up with customer and confirmed that was connected properly and the system was working. Per follow up via phone on 28may2021 the customer stated that the purewick was set up and passed the water test. Also stated that the patient did not use the purewick yet because the patient did not need the water pill last night.

Manufacturer narrative:
Upon further review, per additional information received this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient were not clear on the instructions for set up of the purewick urine collection system and were unable to determine whether it was set up correctly. Liberator medical service follow up with customer and confirmed that was connected properly and the system was working. Per follow up via phone (B)(6) 2021, customer states the purewick was now set up and passed the water test. Customer states that she has not used the purewick yet because she did not need her water pill last night.